Event description:
Reportedly, after the implantation process on (B)(6) 2014, the rate response was activated and the cardiac rhythm was increased up to 120min-1. The physician had then activated and deactivated by turns each of the sensors (mv and g). The cardiac rhythm remained high and the patient went back to its room. Few hours later, several tests were performed while activating one of the sensors. It resulted in a normal cardiac rhythm when the sensor g is activated (60-65min-1 at rest) and high when the mv is activated (up to 90-100min-1). The patient was sent back home with the sensor g only activated. An investigation is required to explain why the cardiac rhythm is high when the mv sensor is activated.

Manufacturer narrative:
.

Event description:
Reportedly, after the implantation process on (B)(6) 2014, the rate response was activated and the cardiac rhythm was increased up to 120min-1. The physician had then activated and deactivated by turns each of the sensors (mv and g). The cardiac rhythm remained high and the patient went back to its room. Few hours later, several tests were performed while activating one of the sensors. It resulted in a normal cardiac rhythm when the sensor g is activated (60-65min-1 at rest) and high when the mv is activated(up to 90-100min-1). The patient was sent back home with the sensor g only activated. An investigation is required to explain why the cardiac rhythm is high when the mv sensor is activated.